Event description:
It was reported that the patient's external driveline material was damaged. The patient was reportedly cleaning their driveline with clorox wipes. The patient was instructed on how to clean their driveline. The modular cable was exchanged. Investigation of the modular cable revealed fluid ingress on and within the controller-side connector. Related MFR # 2916596-2023-06153.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the device history record for the modular cable, lot number 8639361, showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 4 ¿living with the heartmate 3¿ and section 6 ¿caring for the equipment¿) instructs users to regularly inspect their modular cables for signs of damage and to obtain a replacement if needed. Damage to the modular cable may interrupt pump operation. The heartmate 3 patient handbook (instructs users to never submerge their equipment, including their driveline, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate 3 patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). The reported event of the modular cable¿s outer jacket being damaged was confirmed, as the returned modular cable (lot number 8639361) was observed to have a tear in its outer jacket near the controller-side bend relief upon arrival, revealing the inner layer. The cable¿s bend reliefs and outer jacket were also observed to be partially discolored. The modular cable was functionally tested alongside a mock loop and alongside known working test equipment and was found to perform as intended, even when the cable was manipulated by hand. The modular cable was also connected to a test fixture to evaluate the integrity of its inner wires, and the cable passed this test. The root cause of the reported event was unable to be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.